Event description:
It was reported that this right atrial (ra) lead exhibited low out-of-range pacing impedance measurements which the cardiac resynchronization therapy defibrillator (crt-d) triggered a lead safety switch to unipolar mode. The patient was brought to an in-office check and intermittent pacing threshold measurements were noted. Noise was also observed, leading inappropriate atrial tachy response (atr). An x-ray was performed and the ra lead saw similar to post-op. Troubleshooting options were discussed and recommended. The patient is continuing to be monitored. Currently, this product remains in service and no adverse patient effects were reported.